Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and a corrective bolus was delivered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The non-tandem cannula was removed and a drop of blood was observed. The customer inserted a new infusion set and resumed insulin delivery. The customer was adamant that the issue was not with external factors, but with the pump itself. The customer had insulin injections available if needed.